Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number and product code was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: a capioslim needle would not go into the capio hole successfully and after repeated attempts the suture needle detached and was left inside the patient. The report states no injury as the outcome.